Event description:
A sixty-two-year-old male patient received an impella 5.5 device for management of acute myocardial infarction cardiogenic shock following percutaneous coronary intervention. The patient was supported with an intra-aortic balloon pump, mechanical ventilation, and three inotropic medications before impella implantation, consistent with stage e of the society for cardiovascular angiography and interventions shock classification and had also undergone cardiopulmonary resuscitation prior to device placement. After impella implantation, the patient demonstrated significant hemodynamic improvement, and after four days of support the patient achieved native heart recovery and the device was successfully explanted. On the first day of impella support, systemic heparin was briefly held by the treating physician due to concern for a possible cerebral bleed, although no additional information was available to confirm this suspected diagnosis.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.